Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen for 2 minutes. Cause was not known. There was no reported impact to customer's blood glucose.